Event description:
Consumer reports the toothbrush broke his wife's tooth while brushing.

Manufacturer narrative:
Additional information: the product was manufactured at one of the following contract manufacturing locations. Since the consumer has not returned the product to date, we are unable to determine at which location this particular product was manufactured. Heads and bodies are manufactured at the following location: contract MFR. (B)(4). Heads and bodies are manufactured at the following location: contract MFR. (B)(4). Independent dental experts have concluded that the spinbrush toothbrush does not exert sufficient force to cause a tooth to chip or break, veneers to be removed, or caps/crowns to be dislodged; underlying dental pathology or poor dental practices are responsible. Device not returned to manufacturer.